Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided). The cause was unknown, however, it was reported customer dropped pump and suspected that to be a contributing factor to elevated bg. Tandem technical support made multiple follow up attempts with customer, however, no response received.